Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) had leak in iab circuit/ rapid gas lose error. There was no patient involvement.

Manufacturer narrative:
Updated data: b1,b4,g3,g6,h2,h10,h11. Corrected data: b5.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had leak in iab circuit/ rapid gas lose error.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had leak in iab circuit/ rapid gas lose error. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a leak in iabp circuit. There was no patient involved or adverse event reported. After diagnosis the fse found that safety disk & 5000hr maintenance kit need to be replaced. Handed over in same condition. Working hours.7110. No response or update has been provided, the complaint will be closed and in the event new information was to become available, this record will be reopened and updated.